Manufacturer narrative:
Additional product component: model number/catalog number- 72404232; serial number- null; batch/lot number- 153180001; model/catalog description- cx preconnect ms 18cm ps iz.

Event description:
It was reported that the patient experienced the device quit working and the reservoir had a fluid leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.